Event description:
Additional info received from the MFR on 4/7/00: the device has not been returned for evaluation so co is unable to provide device analysis results. Current status of device: the device is reported as being replaced; however, the device has not been returned to medtronic for analysis. Total implant duration time for the device was approximately 6 months.

Event description:
Safety alert recall. Pt was hospitalized to explant recalled device and have it replaced with a new device.